Event description:
Patient reported left side "change in the breast (deformed, not round) and discomfort" and rupture. Healthcare professional later reported left side "fibrous capsule", capsular contracture baker grade unknown, "signs of intracapsular rupture with probable extracapsular rupture", ¿lumps in the superolateral quadrant", and "siliconomas". Device remains implanted.

Manufacturer narrative:
Correction to b.5. Description of event and h.6. Adverse event problem of initial medwatch: the previous medwatch reported e0308 lymphadenopathy for the event of "signs of intramammary lymph node in the left breast". It has been determined by abbvie medical safety that this ultrasound observation is not a complaint against the device and is a normal occurrence. Lymphadenopathy has been un-reported from the record. The events of "granuloma" and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: rupture, "siliconomas"; capsular contracture, baker grade unknown additional, changed, and/or corrected data: b5, b6, b7, g2, h6, h11.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy and capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy and capsular contracture, baker grade unknown.

Event description:
Patient reported, "change in the breast (deformed, not round) and discomfort. Rupture". Healthcare professional, later reported, capsular contracture, baker grade unknown and lymphadenopathy. This record is for the left side. Device remains implanted.